Event description:
It was reported that the pump's usb port was damaged.part of the usb charging cable is stuck on the port. Resulting in difficulties charging the pump. The customer's blood glucose level was 90-120 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.